Event description:
Found resident on floor, had crawled out of bed out the bottom. A 2 cm skin tear, bottom of rt arm and hematoma on top of rt shoulder. Bed alarm did not function. At 10:20 pm when pt fell, but did alarm earlier at 9:30 pm. Increased pain over next 15 hours, transferred to hopsital for x-rays and pain management. Hospitalized for 2 days, no longer weight bearing, and need for hoyer lift. Need for increased pain medications. Control unit worked every time with bed check sensor pad.